Event description:
During my clinical observations across multiple hospitals, I have identified a concerning pattern involving patients treated with laser atherectomy devices manufactured by philips and angio dynamics. A significant number of these patients presented with severe thrombotic complications and rapidly progressing peripheral arterial disease following the procedure. In many instances, the disease progression rendered the limb unsalvageable, eliminating bypass as a viable option and ultimately resulting in major amputations. I urge the FDA to initiate a review of clinical outcomes associated with these devices. Retrospective analysis of affected patients will likely reveal that symptoms often worsen progressively over the course of weeks to months post-treatment. This trend not only has serious implications for patient safety and quality of life, but also places a substantial financial burden on the healthcare system due to the increased need for repeat interventions, complex surgeries, and limb amputations.